Event description:
Flow/occlusion of catheter when working blood products. Oncology nursing staff experiencing difficulty working blood products through the catheter. When withdrawing blood, catheter collapses at normal flow - rates of +/- 90 ml/min. They have left the catheter in the patient and have reduced flow rates. This however, increases treatment time by more than double. It is believed that the catheter was being used for hemodialysis, which it is not designed for.